Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
Primary procedure, left reverse shoulder. It was reported that during implantation, the tip of the glenosphere inserter broke off in the glenosphere, the tip was removed and the patient was visually inspected to ensure that no pieces remained. Surgery was completed successfully with a delay of approximately 2 1/2 minutes. The tip was discarded, but the rest of the device is available for return. Rep confirmed that no further information will be released by the hospital or surgeon. No adverse consequences reported.